Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, episodes of noise were noted the right ventricular (rv) lead with alleged lead damage. No diagnostic imaging provided to confirm the lead damage. No intervention was performed to resolve this event. The patient was in stable condition and will continue to be monitored.